Event description:
The complainant reported that the physician was preparing a female pt (age unk) for a therapeutic hepatocellular carcinoma (hcc) at the s6 liver level. During the introduction of the needle into the pt, the doctor reported encountering severe resistance at insertion. The physician again advanced the needle, and at that point the needle's insulation began to peel. The physician then inserted the metal attachment into the cannula, but the feel of the needle did not feel right as it was inserted into tissue, and the cannula became warped upon insertion. The physician then removed the device and obtained another leveen superslim needle electrode. The procedure was then successfully completed without further problem. The complainant reported that there was no adverse affect on the pt as a result of the reported malfunction.

Manufacturer narrative:
A review of the device history records for the reported lot number was conducted. All records appear normal and no related quality issues or manufacturing deficiencies were noted. During the initial inspection of the device the insulation was found to be damaged. The damaged area was found to be from 10.6 to 14.2 centimeters from the distal end of the device handle. A functional evaluation found that the array would deploy and retract with no resistance to the movement. The split in the insulation was also checked for possible continuity and it was verified that current could be conducted through the split in the insulation. The visual evaluation of the device found that the insulation had been damaged and split open along the length of the electrode. The split in the insulation was jagged with the edges of the split being wavy in nature. The array was visually examined and a full even umbrella shape was found. A lot history search was performed and found no other complaints against lot number 9277201. The march 2007 rf probes product family complaint trending chart was reviewed and the product family is at or above the complaint action limit and shows a negative trend. A CAPA has been opened to address the damaged insulation issues. This customer complaint condition has been confirmed. The root cause has been determined to be a result of user technique with the metal needle guide. The dfu for the leveen superslim needle electrode warns the user of the following: if a needle guide is used, such as with the leveen superslim needle electrode, carefully advance the electrode through the needle guide, making certain not to bend the needle. Needle guides have edges that can cause damage to or removal of portions of the insulation on the needle electrode. A break in the insulation may result in tissue burns along the lenght of the electrode.